Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a capture anomaly. The lead exhibited a high pacing threshold. The lead was capped and replaced. The patient was well and continues with routine follow up.